Event description:
A hospital in another country reported to our distributor that after about one hour of using the rt206 adult single-use breathing circuit, the set up indicator of the heater wire connector blinked. Then, when the hospital staff checked the breathing circuit they reportedly found that the inspiratory tube was cool. No pt consequence was reported.

Manufacturer narrative:
This report was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but, it is similar to a product which is sold in the USA. Methods: the resistance of the heater wire on the actual device was measured. Results: the resistance of the heater wire in the inspiratory limb of the rt206 breathing circuit was open loop, which indicated an open circuit heater wire. The device was out of specification. Conclusions: the device was out of specification. This is a known issue with an occurrence rate of approximately 0.003% worldwide for the last year. We have an open CAPA project to address this issue, and we continue to monitor and trend complaints of this nature.